Manufacturer narrative:
(B)(4). Add'l info from the user facility report: (B)(6) 2010. Gastric band. (B)(4).

Event description:
Three follow ups have been made inquiring of device return status with no response. If device is returned, a medwatch supplemental report will be submitted. Add'l info from user facility report: pt had realize gastric band placement at this hosp on (B)(6) 2009; pt recently lost restriction and began to complain of pelvic discomfort. CT scan was performed which showed complete separation of the tubing from the port; tubing was free in the abdominal cavity. The pt was taken to the operating room on (B)(6) 2010 for exploratory laparoscopy and replacement of realize band port with reconnection of tubing; pt tolerated procedure well and was discharged home the following day.